Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. No dark display and back light is working properly. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked battery tube threads.(B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm. The customer's mother did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 400 mg/dl. The caller reported that the motor error alarm occurred twice within the past thirty days. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.